Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that following a patient fall, lead migration occurred, and effective therapy was lost. As a result, surgery occurred in which the lead was explanted and replaced, which resolved the issue.